Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's main drawer 1.2 cubies had failed. The field service engineer (fse) powered down the device and inspected all connections, reseating them as necessary. After powering up, the fse ran diagnostics, released all pockets, and inspected the row boards, ensuring all connections were secure. A full drawer operations test was performed. During the process, the auto-launch feature stopped functioning. The fse repaired the application, reconfigured the settings and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 1.2 cubies failed intermittently, and it was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.